Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log review: on (B)(6) 2022 there were multiple 'alert level uncoupled' messages. This issue usually occurs when the sensor pad adhesive does not adhere to the reservoir causing a small gap between the sensor and the reservoir. The log confirmed the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment and it passed verification/release testing. The pst observed that the level sensor remained connected to the luo reservoir undisturbed for approximately four hours. The pst did not observe any alarms or stopping of circulation during monitoring. It was determined that the level sensor met specification.

Event description:
Per clinical review: on 13jan2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby, in the process of weaning from cpb, there was an alarm with no message, followed a few seconds later with a 'level: unattached' message. The end user then tried gel and reattaching the sensor, as well as reconnecting the module and cable, but the alarm did not stop. The product was changed out, with no delay, no blood loss, and successful completion of the procedure.

Manufacturer narrative:
Per the manufacturer's subsidiary, the event occurred while the pump was working as a partial extracorporeal circulation and alarmed without any message. After a few seconds a 'level: unattached' message appeared. The end user tried attaching the gel to the sensor, reattaching the sensor seal, and reconnecting the module and cable but the alarm did not stop.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the yellow level sensor alarmed while stopping circulation. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.